Event description:
Literature was reviewed regarding ¿weighted 10-year survival and neurological outcomes after zone 2 thoracic endovascular aortic repair for acute type b aortic dissection¿ the time frame of this study was over a ten-year period. Valiant captivia stent grafts and non-mdt stent grafts were implanted in the endovascular treatment of acute type b aortic dissections. 253 patients were included in the study. 46.6% of these patients also had a concomitant lsa revascularization performed during the procedure. The following adverse events occurred: post implant syndrome (pis), stroke, pain. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿weighted 10-year survival and neurological outcomes after zone 2 thoracic endovascular aortic repair for acute type b aortic dissection¿ cao z, wu z, gao h, zhao k, zhou s, zhang y, luo m, shu c. Journal of vascular surgery 2025 82(4):1197-1208.e2. Doi: 10.1016/j.jvs.2025.05.026. A.2 & a.3a average. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.